Manufacturer narrative:
Results (other): buckle on oxygen bottle holder strap.

Event description:
It was reported by service report that the buckle was broken on the oxygen bottle holder strap. It is unknown if there was patient involvement or if there were adverse consequences to report.